Event description:
Repair center: provider alleged low o2/yellow light and key is the sieve beds are dusted. Per independent repair center statement, unit will not start. The key failure was that the sieve beds were dusted. Other issues were that the valve assembly was dusted.